Event description:
A patient underwent a laparoscopic surgery for endometriosis in which floseal was used. Initially it was reported the patient developed ¿abscess/cheesy puss like complications¿ which was noted approximately six months post-operatively. Upon follow up it was reported the excess floseal was not ¿irrigated away¿. According to the reporter ¿there was no pre-operative infection, no abscess¿, was residual floseal matrix. A repeat laparoscopic surgery was performed, and the patient is ¿fully recovered¿. It was reported the floseal granules were confirmed with pathology. No additional information is available.

Manufacturer narrative:
Manufacturer/compounder: baxter healthcare (B)(6). United states should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error. It was reported the excess floseal had not been irrigated. The reporter stated they read the instructions for use (IFU) and was now aware of the need to irrigate excess floseal. Per the IFU, excess floseal should always be removed by gentle irrigation and suctioned out of the wound. Floseal should not be used in the presence of infection and used with caution in contaminated areas of the body. It is critical to remove any unreacted floseal away from the surgical area. Should additional relevant information become available, a supplemental report will be submitted.